Manufacturer narrative:
System was used for treatment. Kit lot d356 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for alarm #1: air detected, air leak or clot observed. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation, therefore it could not be determined if the specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer called to report air detected alarm, with visible air in the return line, at approximately 500ml whole blood processed, in single needle mode. Customer said air was coming from the pump tube organizer, and possibly the centrifuge bowl, but could not be certain. Customer said she noticed a platelet aggregate or clot near the base of the return bag where the return bag out line exits the bag. Customer said cellex display was reading that there was 62ml in return bag, and customer confirmed that visually there appeared to be about 50-60ml in the return bag. Customer said the blood filter in the pump tube organizer was full of air bubbles with minimal amounts of fluid. Therakos suggested customer abort the procedure and not return fluids to the patient. Customer stated she was going to abort the procedure, and would contact the physician to decide if the fluids should be given back to the patient. Customer asked cse to call back later this afternoon to follow up. Update, (B)(4) 2015: cse called customer to follow up. Customer said the physician decided to not return the fluids to the patient. Customer reports that the patient was stable upon discharge, and did not require any medical intervention. Customer said she would like to send the kit back from investigation. Update, (B)(4) 2016: customer notified therakos that the kit was accidentally discarded, therefore, the product could not be returned.